Event description:
Patient was receiving feeding through the covidien e-pump and associated tubing/bag set. Pump was set to deliver feeding and tubing was checked to make sure it was well connected. Pump was turned on. After the feeding, the nurse noted that the pump showed the feeding had been administered successfully but the milk remained in the bag and in the tubing; it had not been received by the patient. No alarm indicating the feeding had been interrupted or the pump had failed.